Event description:
It was reported that an atrial lead polarity switch occurred, and there were several high impedance measurements observed on the right atrial (ra) lead. In addition, there was undersensing, and noise exhibited. No further information could be obtained after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.